Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
It was reported that the patient's magnet was explanted on (B)(6) 2018 due to an unknown reason. Additional information has been requested; however, has not been made available as of the date of this report.